Event description:
A surgeon reported that during a procedure, the pt's intraocular pressure (iop) was not properly controlled. The dr removed the light guide and trocar cannula to lower iop and then, reinserted; however, the pt's iop did not rise immediately as expected. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).